Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), pelvic inflammatory disease ('possible pid'), endometritis ('chronic endometritis') and salpingitis ('chronic salpingitis'). In an adult female patient who had essure (batch no. D08068-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysfunctional uterine bleeding, menorrhagia and menses irregular. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (assisted vaginal hysterectomy laparoscopic with bilateral salpingectomy and endo-cervical curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pelvic inflammatory disease, endometritis, salpingitis and dyspareunia outcome was unknown. The reporter considered dyspareunia, endometritis, genital haemorrhage, pelvic inflammatory disease, pelvic pain and salpingitis to be related to essure. The reporter commented: there were approximately 2-3 coils producing from the ostium. This lot d08068 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: mr received: newly added events: chronic endometritis, chronic salpingitis. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and pelvic inflammatory disease ('possible pid') in a female patient who had essure (batch no. D08068-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, menorrhagia and menses irregular. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (assisted vaginal hysterectomy laparoscopic with bilateral salpingectomy and endo-cervical curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pelvic inflammatory disease and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: there were approximately 2-3 coils producing from the ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. This lot d08068 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and pelvic inflammatory disease ('possible pid') in a female patient who had essure (batch no. D08068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, menorrhagia and menses irregular. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (assisted vaginal hysterectomy laparoscopic with bilateral salpingectomy and endo-cervical curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pelvic inflammatory disease and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: there were approximately 2-3 coils producing from the ostium concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.